Manufacturer narrative:
(B)(4). Device evaluated by MFR: device returned for analysis. Returned device consisted of a guidezilla guide extension catheter in two pieces and the device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) completely pulled out from the collar. The tip was damage, misshapen/abrasions, and a kink located 3.5 cm from the tip with abrasions located around the kink area was noted. Inspection of the remainder of the device found no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2018. It was reported that tip damaged and crossing difficulties occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the distal tip got deformed and was not able to pass the target lesion. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a complete separation at the collar.